Event description:
It was reported that an overinfusion occurred. The pump was set to deliver at a rate of 6ml/hr. In approximately 5 1/2 hours 100mls had delivered. There was no resultant patient complication.